Event description:
It was reported that the device was unable to cross the lesion. A 6 mm x 2.25 mm was selected for use. During the procedure, the device was unable to cross the lesion. The device was removed from the patient without any problem using the normal method and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure. However, device analysis revealed that a pinhole was located 2 mm distal from the proximal markerband.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination found revealed that the blood was identified within the balloon material. No issues were noted with the hypotube shaft. No kinks or damages with the polymer shaft. A detailed microscopic examination of the balloon material identified a pinhole 2mm distal from the proximal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Functional testing revealed that the blood inside the balloon in consistent with a leak therefore an attempt was then made to inflate the balloon its rated burst pressure (rbp) 12 atmospheres. A pinhole was located 2mm distal from the proximal markerband.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination found revealed that the blood was identified within the balloon material. No issues were noted with the hypotube shaft. No kinks or damages with the polymer shaft. A detailed microscopic examination of the balloon material identified a pinhole 2mm distal from the proximal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Functional testing revealed that the blood inside the balloon in consistent with a leak therefore an attempt was then made to inflate the balloon its rated burst pressure (rbp) 12 atmospheres. A pinhole was located 2mm distal from the proximal markerband.

Event description:
Reportable based on device analysis completed on 12nov2024. It was reported that the device was unable to cross the lesion. A 6mmx2.25mm wolverine was selected for use. During the procedure, the device was unable to cross the lesion. The device was removed from the patient without any problem using the normal method and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure. However, device analysis revealed that a pinhole was located 2mm distal from the proximal markerband. It was further reported that a 6mmx2.25mm wolverine cutting balloon monorail was selected for use.